Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. It was reported that the band could not grip the root of the varices, slipped away from the ligated varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event. Additional information received: it was confirmed that the ligator bands unable to remain attached to the varix or varices.

Manufacturer narrative:
Block h2 (additional information): block h6 code has been updated based on the additional information received on february 19, 2026. Block h6: imdrf device code a22 captures the reportable event of bands fell off the varix.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2026. It was reported that the band could not grip the root of the varices, slipped away from the ligated varices. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.